Event description:
It was reported that the customer experienced a blood glucose (bg) level of 567 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set unknown site issue. Customer addressed elevated bg level by administering a bolus via the pump. Customer reported a bg level of 206 mg/dl at the time of follow up from tandem technical support. The infusion set brand and manufacturer was not provided.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.